Manufacturer narrative:
The tap (instrument) was returned to the manufacturer for analysis. Investigation found the tap has lines of galling on the shaft causing fit issues with the mating tracker. The hardware investigation found that reported event was related to a mechanical galling failure. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Return requested for suspect 5.5 tap. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative received a report from a site that while in a spine procedure, they broke a 5.5 tap, as well as two additional instruments. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacturing date and lot number provided.